Event description:
Additional information received indicates that the patient was feeling discomfort due to the backup mode.

Event description:
It was reported that a patient's implantable cardioverter defibrillator (ICD) went into backup mode with no high voltage therapies active. No changes or interventions were reported. The patient condition was not known.

Event description:
Additional information was received indicates that the backup mode was due to MRI performed in an off-label environment. The implantable cardioverter defibrillator (ICD) was restored back to normal settings. The patient was stable following exiting the backup mode.